Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted due to osteomyelitis with septic loosening with resulting progressive instability with accompanying septic osteolysis.

Manufacturer narrative:
A1: (B)(6). B4: 06-aug-2021. G3: 01-aug-2021. G6: follow-up #1. H2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. Investigation conclusions: 4315 - cause not established. H10: radiographic images showed evidence of collapse disc, translation and some evidence of osteolysis. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.